Event description:
It was reported that the device was used during a laparoscopic gastric bypass. About midway through the case, the device began to leak. The trocar was switched out with the same results. Another device was used to complete the case. There was no adverse consequence to the patient. (B)(6).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
(B)(4). Device b batch # f9j39e mfg date: 12/14/2009 exp date: 11/14/2014. The analysis results found that device (a) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. The analysis results found that device (b) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.